Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision. Reason for lead revision was lead migration as confirmed by x-ray. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.